Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Data download was unable to be performed due to the receiver being stuck on initialization screen. The receiver case was opened to download data log directly from the ui pcba board. The reported event of receiver ceased to function was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Receiver was charged and would continuously boot up; therefore the receiver case was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. Data was received but is not relevant to product at fault. The reported event could not be confirmed. A root cause cannot be determined.